Event description:
It was reported that all speeds of hand piece for battery powered driver barely work. The issue was observed during weekly audit. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. No further information was provided.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: service and repair investigation: the repair technician reported that there was insufficient/low power supply in motor. Foreign substance was present in the protector/shield. Preventive maintenance required. The cause of the issue is improper maintenance. The following parts were replaced: motor, protector/shield. The item will be repaired, put through final inspection, and will be returned to the customer upon completion of the service and repair process. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective h3, h4, h6: device history record (DHR) review conducted: part# 05.000.008. Synthes lot# 008002. Supplier lot# 008002. Release to warehouse date: 02.dec.2020. Supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.